Manufacturer narrative:
Approximate age of device ¿4 years, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported the patient was admitted for treatment of epitaxis. As of (B)(6) 2018, the patient remains in-patient. The account detailed the etiology was nansal avm's. The patient was treated with full embolization. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The patient remains ongoing on vad support and no further issues have been reported. Bleeding is listed in the hmii IFU as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.